Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted the patient's trial began on 2022-apr-19. It was reported that the patient said they have been increasing their stimulation every time they don't feel it, as directed by their sales representative. Troubleshooting wanted to verify the patients current setting and the patient was given a communication error, patient was advised to close the application and open it back up. When that didn't work patient tried restarting the programmer and they received another "communication error." Patient was advised to contact their clinician. Additional information was received from the patient. When asked if the patient perceived any relief so far patient said "I will have to wait and see as far as the infection goes."

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: (B)(6)2022 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.